Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during preparation for delivery system, the rear handle of delivery system was loose and dislodged. It was again firmly tightened, and the procedure was successfully completed with that delivery device. The physician stated that it seems to be caused by misassembly of the delivery system. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).